Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was harder to open and required replacement. The customer stated that the malfunction occurred when a user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was hard to open. A field service engineer (fse) inspected the drawer and confirmed it was a new unit with no faults. The issue was caused by staff pulling the drawer from one side, resulting in binding. The fse provided guidance on proper usage and replaced the drawer slides. After the replacement, the drawer operated smoothly without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was harder to open and required replacement. The customer stated that the malfunction occurred when a user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.